Event description:
The customer stated that he was treated by the paramedics on several occasions due to low blood glucose levels. The dates and blood glucose levels are as follows: (B) (6) 2010, with a reading of 30 mg/dl, (B) (6) 2010, with a reading of 23 mg/dl, (B) (6) 2010, with a reading of 15 mg/dl, (B) (6) 2010, with a reading of 9 mg/dl and (B) (6) 2010, with a reading of 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also stated that his glucose meter has been giving inconsistent readings, and because of this, he may have been over bolusing. The customer received a new glucose meter from his doctor. Advised that the insulin pump would be replaced as a precaution. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.